Manufacturer narrative:
(B)(4).

Event description:
Information was received from the (B)(6) female patient receiving an unknown intrathecal medication via an implantable infusion pump. The indication for use of the device was for non-malignant pain and degenerative disc disease. The concomitant medications and patient history were not reported. It was reported that in 2001, the patient had the pump removed due to infection. The pump had been replaced. The patient stated that this "almost killed her" and she was critically ill. No other information was given regarding this event. The onset date, device serial number, drug, concomitant medications, medical history, and diagnostics/actions/interventions/cause and resolution related to the infection remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.